Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was an issue with deployment. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.